Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for this event. Reference reports 3003853072-2016-00134, 3003853072-2016-00135, and 3003853072-2016-00136.

Event description:
It was reported that a screw fractured post-operatively. A revision surgery was performed to replace the construct.

Event description:
It was reported that 3 of 4 pedicle screws broke between 4 and 7 months after being implanted. A revision surgery was performed to address the broken pedicle screws.